Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced episodes of hyperglycemia, with a highest reported blood glucose of 380 mg/dl after consuming a small snack and self-administering an insulin injection while using the pump. Symptoms included elevated blood glucose without reports of ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management with a corrective insulin injection and subsequent return to normal blood glucose levels, without medical intervention or assistance from others. Investigation included a review of the event details and provision of troubleshooting and education regarding snack announcement, pump correction behavior, and guidance to disconnect from the pump for two hours after an external insulin injection. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts for prolonged hyperglycemia reported. It was concluded that a device malfunction was not confirmed and the event was managed with user education and routine troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.